Event description:
Pt had treatment at (B)(6) by (B)(6) rn on (B)(6) 2016. Pt was treated with a non FDA approved hyaluronic acid filler juvederm ultra 4 resulting in a hard lump and edema to lip. Pt came to my office requesting removal of product. Allergan was informed of product and I requested if it was safe to remove. Dose or amount: 1 ml millilitre(s). Frequency: 1 time on (B)(6) 2016. Route: subcutaneous. Therapy started date: (B)(6) 2016. Diagnosis or reason for use: cosmetic. (B)(6) 2016, juvederm ultra 4.